Event description:
A report received from (B)(6) stated an 840 ventilator experienced a device alert subsequently causing the ventilator to stop cycling while being used on a pt. The pt was removed from the device, manually ventilated then placed on an alternate ventilator.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed the extended self test (est) short self test (sst) and the performance verification test (pvt); the device operated within the mfg specs. (B)(4).